Event description:
It was reported that the lead would not pace. Hence, it was replaced. It was noted that the patient is non-complaint and continues to weight lift against physician orders.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.